Event description:
Per the clinic, it was reported that the patient developed a post-operative infection at the implant site on (B)(6) 2020. Cultures revealed staphylococcus. Subsequently, the patient was treated with oral steroids and two courses of oral antibiotics.